Event description:
The patient called lifescan on 11/16/2004 alleging erratic readings on the ultra meter. The patient reported blood glucose results of 248, 173 and 192 mg/dl with a lifescan meter, performed within 10 minutes of each other. Customer service found out that the meter was miscoded. Having the meter miscoded can lead to false blood glucose readings. The test strips were in good condition and not expired. Customer service requested the patient to run a control solution test to check the test strips; however, the meter would power off during use. The batteries on the meter were replaced less than a year ago. Customer service was unable to resolve the issue and sent the patient a replacement meter . Based on the information provided, this case is reported as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.